Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
Bd nexiva leaked and cytostatica spilled out of it. The patient's room had to be isolated and cleaned because of contamination risk.